Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue); the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2017 with the following findings: a review of the pump¿s black box and pump histories showed no activity related to a motor rewind issue. During investigation, the pump was exercised for 24 hours with no issues occurring. The piston was able to rewind and advance fully. The original complaint of a motor rewind issue was not duplicated. There was no defect found during investigation.